Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Catalog number, UDI number is unknown, no information provided to date. Operator of device is patient/consumer.

Event description:
It was reported that one prefilled remodulin cassettes (number 3) and a cassette the patient mixed, both alarmed no disposable clamp tubing on both pumps. The prefilled cassette ran until most of the time then alarmed, so it was changed over to the mixed cassette and around 2300 started alarming again on first pump, but worked on second pump until this am, now it is alarming on both pumps still. There was no patient injury reported.